Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the wire that allows the movement of the wrist of the small grasping retractor instrument was broken. The procedure was completed as planned with no reported injury using a backup instrument.